Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's external unit began to spark when plugging in the unit. There is no consequences to the patient. Issue was resolved by replacing the unit.